Event description:
It was reported that on (B)(6) 2014, the patient underwent a tha surgery for oa with the implants in question. After the surgery in (B)(6) 2024, x-rays showed no abnormalities in the liner in question. In (B)(6) 2025, CT scan revealed some wear (eccentricity of the head) movement behind the liner. On (B)(6) 2025, the patient visited the hospital complaining of abnormal noise and pain. An x-ray revealed significant displacement of the femoral head center. Dislocation and wear were suspected, but the x-ray findings did not reveal dislocation. The surgeon doubted that such extensive wear could occur in such a short period of time, and suspected liner dislocation. On (B)(6), a revision was scheduled for (B)(6) 2025. During the surgery, a sales representative checked the situation from the surgical field and confirmed the following: the liner at the top of the cup rim was embedded into the cup, with the anti-rotation tab destroyed. The delta head had collided with the cup rim and the tapered locking portion of the cup/liner (discolored due to friction with the head), causing significant damage. The surgeon determined that re-fixing the liners would be difficult, so all implants placed in the previous operation were removed and a complete revision was performed. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the reported lot number for the device involved in the event is invalid, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that on (B)(6) 2014, the patient underwent a tha surgery for oa with the implants in question. After the surgery in (B)(6) 2024, x-rays showed no abnormalities in the liner in question. In july 2025, CT scan revealed some wear (eccentricity of the head) movement behind the liner. On (B)(6) 2025, the patient visited the hospital complaining of abnormal noise and pain. An x-ray revealed significant displacement of the femoral head center. Dislocation and wear were suspected, but the x-ray findings did not reveal dislocation. The surgeon doubted that such extensive wear could occur in such a short period of time, and suspected liner dislocation. On october 6th, a revision was scheduled for (B)(6) 2025. During the surgery, a sales representative checked the situation from the surgical field and confirmed the following:·the liner at the top of the cup rim was embedded into the cup, with the anti-rotation tab destroyed.·the delta head had collided with the cup rim and the tapered locking portion of the cup/liner (discolored due to friction with the head), causing significant damage.the surgeon determined that re-fixing the liners would be difficult, so all implants placed in the previous operation were removed and a complete revision was performed. The surgery was completed successfully with 30 minutes surgical delay. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device did found that the pinn mar eto neut 28idx48od has two of six anti-rotation device (ard) tabs sheared off and they were not returned for evaluation. Additionally, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. Due to the observed condition of the involved implants it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn mar eto neut 28idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device lot number 391968, and no non-conformances / manufacturing irregularities were identified. Added: d4 (expiration), d10, h4. Corrected: d4 (primary UDI #), h3.